Event description:
Boston scientific received information that this right atrial (ra) lead was fractured into two pieces below suture sleeve. Hence, this lead was surgically abandoned as per medical records. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.